Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer repeatedly fails during medication dispensing. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to heavy medication loaded. The field service engineer advised the customer to load less weight, the system worked as intended and tested the functionality through hardware test application. The system functioned as intended after the field service engineer repaired the device.